Event description:
It was reported that difficulty removing and stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 28x3mm, de novo, concentric, target lesion was located in the mildly calcified and moderately tortuous right coronary artery (rca). A 3.00mm x 28mm liberté stent was advanced to treat lesion. However,it was unable to cross the lesion and upon removal of the device, there was difficulty withdrawal of the stent from an unspecified guide catheter. Also, it was noted that the proximal edge of the stent was folded. The procedure was completed with a different device. No patient complication were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds) with stent and a liberte shelf box, product pouch and carrier tube (hoop). The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen and on the stent and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The first five proximal rows of stent struts were bunched up. Inspection of the remainder of the device presented no other damage or irregularities. Functional testing was performed by attempting to load the liberte device into a 5f convey guide catheter; however, the liberte was unable to advance into the guide catheter due to the damaged stent. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage or the reported crossing difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty removing and stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 28x3mm, de novo, concentric, target lesion was located in the mildly calcified and moderately tortuous right coronary artery (rca). A 3.00mm x 28mm liberte stent was advanced to treat lesion. However,it was unable to cross the lesion and upon removal of the device, there was difficulty withdrawal of the stent from an unspecified guide catheter. Also, it was noted that the proximal edge of the stent was folded. The procedure was completed with a different device. No patient complication were reported and the patient's status was stable.